Event description:
The following was reported to hamilton medical ag: summary:discharged battery leads to tf341005, 1583908, 1383003.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion:see cer 141893.